Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. DHR review for part# 314.03, lot 3026780, and manufacturing location: (B)(4), manufacturing date: 11.nov.2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an open reduction with internal fixation procedure to repair a proximal right tibia fracture on (B)(6) 2016, the tip of the small hexagonal screwdriver shaft broke off into the head of the 3.5mm cortex screw. Fragment could not be retrieved and remains embedded in the screw which is implanted in the patient. Surgeon used another screwdriver shaft to complete the procedure with no delay and no further harm to patient. This complaint is for 1 device. Concomitant devices reported: 3.5mm cortex screw self-tapping 28mm (part number 204.828, lot unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one small hexagonal screwdriver shaft (part number 314.03, lot number 3026780) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ a device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned device is used throughout various procedures for screw insertion and removal. The screwdriver shaft was received with the distal tip broken off. The distal portion was not received. The transverse break is located just distal to the distal transition from the drive mechanism to the shaft. The remaining distal hex shows axial twisting in the direction of screw insertion. The fracture site was examined and no material voids or irregularities were identified. The balance of the device shows surface wear consistent with use and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. . The distal portion was not received. The complaint description and the received condition of the screwdriver shaft are consistent with shear failure due to torsional forces beyond the yield strength of the screwdriver shaft. However, given the unknown specifics at the time of the break and over the lifetime of the device, a root cause could not be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. The complaint condition is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.